Manufacturer narrative:
The suspect mobile view station (mvs) interface was returned for evaluation. Analysis findings confirmed the reported problem. The device failed testing due to an open circuit on the ethernet portion of the cable. An electrical failure was confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the interface (umbilical) cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the interface (umbilical) cable experienced difficulties making a connection. It was reported that manual manipulation of the cable would restore functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.